Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he had a reaction to the sensor. Customer states she a blister. Customer's blood glucose was 57 mg/dl. When asked if the site showed signs of infection customer reported it had a clear discharge. Customer does wash hands and cleans site prior to set change. Caller was not sure if she touched the site after cleaning it. Customer went over cleaning technique. No further information reported.